Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.50/+1.5/102 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting with rotation; the surgeon performed anterior chamber irrigation/evacuation of visco/fluids; and intraocular injection - aprokam (cefuroxime). It was then indicated that on (B)(6) 2023 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as the device.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H6 - health effect - impact code 4629 added to initial MDR. Claim #(B)(4).